Event description:
The doctor placed the zipwire into the patient's ureter, but he placed or inserted the opposite end of the zipwire into the patient's ureter. The zipwire perforated the ureter. The doctor placed a stent into the perforated ureter.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The lot number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information becomes available, a follow-up medwatch report will be filed.